Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. There was no reported impact to blood glucose. Customer was unable to provide any further information and declined further troubleshooting.